Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's left ventricular lead was failing to capture. X-ray revealed the lead was dislodged. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece. Final analysis found the full measured s-curve hump height was within specification. No anomalies were detected.

Event description:
New information received notes the left ventricular lead was explanted and replaced. The patient was discharged without consequences.